Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead recorded a lead safety switch (lss) due to high out-of-range pacing impedance measurements. Additionally, oversensed noise and loss of capture (loc) were observed. Technical services (ts) reviewed the device data and confirmed the lss was triggered by impedance measurements greater than 3000 ohms. Ts suspected that the oversensed noise was due to myopotential interference and that the rv lead may be fractured. The patient experienced a low heart rate, approximately, in the 50 beats per minute (bpm) range. Ts provided reprogramming recommendations and advised further in-clinic evaluation. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: patient codes, section h.

Event description:
It was reported that this right ventricular (rv) lead recorded a lead safety switch (lss) due to high out-of-range pacing impedance measurements. Additionally, oversensed noise and loss of capture (loc) were observed. Technical services (ts) reviewed the device data and confirmed the lss was triggered by impedance measurements greater than 3000 ohms. Ts suspected that the oversensed noise was due to myopotential interference and that the rv lead may be fractured. The patient experienced a low heart rate, approximately, in the 50 beats per minute (bpm) range. Ts provided reprogramming recommendations and advised further in-clinic evaluation. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that the patient with this rv lead experienced weakness and reprogramming recommendations were applied. No adverse patient effects were reported. This rv lead remains in service.